Event description:
The pt never experienced therapeutic effect from the implantable neurostimulator. The device was explanted, minus the leads. The pt was later unable to have a magnetic resonance imaging done due to the retained leads. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).